Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication, with a vtbi (volume to be infused) of 750 ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact noted a volume of 500 ml had been delivered from the container instead of an unspecified expected volume. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided, including if therapy was completed using a replacement device.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.